Event description:
The rptr indicated that at implant, the stylet could not be fully inserted at approx 22 cm from hundle (location to be indicated by a black arrow with a sticker on attached sytlet). The dr felt difficulty in extracting the stylet from the lead body. The device was not implanted. No pt info is available.